Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave into faradrive, air was significantly aspirated from side port when checking for backflow. No air was seen in the patient. No leak was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave into faradrive, air was significantly aspirated from side port when checking for backflow. No air was seen in the patient. No leak was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.